Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02793, 5, 6, 7: tests 1, 3, 4, 5 of 5).

Event description:
User reported 5 false positive results. Negative by pcr. This is report 2 of 5.

Event description:
User reported 5 false positive results. Negative by pcr. This is report 2 of 5.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02793, 5, 6, 7: tests 1, 3, 4, 5 of 5).

Manufacturer narrative:
Section h7 and h9 updated with additional information.

Event description:
User reported 5 false positive results. Negative by pcr. This is report 2 of 5.